Event description:
The customer stated that he was hospitalized for low blood glucose levels, with a reading of 47 mg/dl. The customer's blood glucose levels dropped during his sleep and were brought back to normal by the paramedics. Troubleshooting was performed and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.